Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 6947-65 implantable tachy lead, implant date (B)(6) 2012. (B)(4).

Event description:
It was reported that the atrial lead pacing threshold was elevated. It was also reported that the atrial lead had failed to capture. The atrial lead was electrically abandoned and not replaced due to patient being in sinus rhythm. No patient complications were reported as a result of this event.